Manufacturer narrative:
The unit had unresponsive buttons due to a flattened button dome switch. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was assumed to be 130 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.